Manufacturer narrative:
(B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). The field service technician found the flow valve was bad and then replaced the valve.

Event description:
Customer reports variation between machine rate and monitored rate. Customer was unable to provide any additional settings or information. The customer reported that there was no patient involvement.